Event description:
The surgeon inserted the drill bit through the drill guide without using the trocar handle. Surgeon applied power a couple times as if to test the drill. As he was about to drill the first hole, the scrub nurse noticed a piece of the drill bit fell from the end of the drill guide. The surgeon noticed this piece while inserting the third screw.

Manufacturer narrative:
Investigation in progress but not yet complete.